Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result for one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros eciq analyzer. A root cause for the event could not be determined. Performance testing and review of instrument data demonstrated that the vitros eciq analyzer and trop I es reagent were operating as expected. No erroneous results were reported from the laboratory.